Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer reference number: 1627487-2020-04498. It was reported that the patient experienced ineffective stimulation. The patient turned off the device approximately five years ago due to the patient never receiving effective therapy. As a result, the patient had the system explanted in summer 2019. An exact explant date is not known to the manufacturer.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.